Manufacturer narrative:
At this time, the product has not been returned.

Event description:
This right ventricular (rv) lead was attempted due to be implanted. The lead was tested when opened and everything was fine. It was difficult to insert the lead due to the sheath, which was exchanged and the lead could be inserted. When inserted, there were 15 rotations on the helix but the helix was fully extended after one turn, confirmed by fluoroscopy. In addition, the lead exhibited high out of range pacing impedances. When explanted, the helix did not extend anymore. The issue was solved implanting another lead. No adverse patient effects were reported. The lead is expected to return.

Event description:
It was reported that this right ventricular (rv) lead was attempted due to be implanted. The lead was tested when opened and everything was fine. It was difficult to insert the lead due to the sheath, which was exchanged and the lead could be inserted. When inserted, there were 15 rotations on the helix but the helix was fully extended after one turn, confirmed by fluoroscopy. In addition, the lead exhibited high out of range pacing impedances. When explanted, the helix did not extend anymore. The issue was solved implanting another lead. No adverse patient effects were reported. The lead was returned and analyzed.

Manufacturer narrative:
This supplemental report was filled to provide device evaluation results, and for correcting the d2 field. This lead was returned to boston scientific's post market quality assurance laboratory . Visual inspection found dried blood around the helix and noted that the helix was bent. Helix issues were confirmed based on the observation of a deformed helix. Fracture, high out of range pacing impedances and difficult to insert allegations could not be confirmed. Continuity testing passed, indicating conductors are intact. Hipot test passed, indicating no electrical shorts between conductors; and a stylet insertion test passed without issue, indicating no blockage in the lumen.